Manufacturer narrative:
The inner sleeve was found damaged at the level of the connection with a bone screw head. No defect was found at the level of the damages. One leg of the inner sleeve has been bent outward, consistent with the application of high level lateral loads while the external extender was already partially reduced. The overload may be due an extreme configuration where the rod came in abutment to the top of the implant head capture of the inner sleeve and is pushed laterally by the extender during the rod reduction maneuvers.

Event description:
It was reported that the extender has one jaw that became disfigured during the removal process of the extender. It became disengaged from the screw head prior to insertion of the rod. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.